Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. A visual examination of the returned device revealed the presence of coagulated blood. The dialyzer had coagulated blood within the dialysate compartment, on the circumference of the fiber bundle at the cavity ID end. Coagulated blood was also beneath both screw flanges. The fiber bundle was wet with evidence of blood exposure. Gross visual examination of the device noted a polyurethane (pu) delamination on the cavity ID end of the dialyzer. The delamination manifested as a separation of the pu potting material from the dialyzer housing (wall). The delamination in the pu potting extended under the silicone o-ring. There were no damage or irregularities noted on the non-cavity ID end. The dialyzer was then subjected to destructive disassembly for further visual analysis. Further examination of the fiber bundle did not reveal any damage or irregularities within the fiber bundle; specifically, no broken, loose fiber fragments, and/or kinked, looped, or short fibers. The inferior surface of both polyurethane potting ends were examined for voids. No voids were present. A records review was performed on the reported lot number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The investigation into the cause of the reported problem was able to confirm the failure mode. A visual examination of the returned dialyzer identified a delamination on the pu potting compound on the cavity ID end of the dialyzer which was found during laboratory evaluation. The delamination in the potting extended underneath the silicone o-ring, compromising the seal between the pu material and o-ring, which likely resulted in the reported leak.

Manufacturer narrative:
(B)(4). Although the complainant indicated that the device was available for evaluation. Multiple attempts to retrieve the device have been unsuccessful. Should the device be received at a later date, a supplemental MDR will be submitted. The reported complaint is not confirmed as the complaint sample was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A user facility reported that a blood leak occurred during hemodialysis treatment. The blood leak was reported to be internal and visible in the dialysate. Blood test strips were not used; the leak was obvious. No dialyzer damage was visible. The machine did alarm. The patient's estimated blood loss was approximately 100ml. No adverse effects were experienced by the patient as a result of this event and no medical intervention was required. The patient completed treatment with a new set-up on a different machine.